Manufacturer narrative:
Approximate age of device: 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced low flow alarms and a driveline disconnect on (B)(6) 2019. It was also reported that the patient coded, the account could not get a blood pressure (bp) and the account took the patient to step down and could not get gas. The account confirmed ventricular tachycardia (vt), and suspected an outflow graft thrombus after opening the patient's chest and palpitating graft. The patient later crashed on extracorporeal membrane oxygenation (ECMO). The pump was running at elevated speeds with no flow. It was later reported that the patient expired after withdrawal of care. CT scan revealed diffuse clots in the patient's brain. Per the account, there was no chance of pump exchange. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of (B)(4) revealed the presence of loosely coagulated blood consistent with a low flow condition; however, the report of a suspected outflow graft thrombus could not be confirmed as the majority of the sealed outflow graft was not returned for evaluation. However, review of photographs submitted by the account confirmed the presence of what appeared to be a developed tissue-like deposition within the lumen of the inflow cannula. A direct correlation between the device and the reported ventricular tachycardia, cerebral emboli, and patient outcome could not be conclusively determined through this evaluation. Review of the submitted event and periodic log file data showed that from post-implant day 3 on 22jun2019 through 02jul2019 at around 5:00 pm, the pump appeared to be operating normally at the stored patient speed of 5500 rpm with no atypical alarms active. Calculated average flow and motor power remained stable during this time frame in the ranges of about 4.5-6 lpm and 3.9-4.2 watts, respectively. Beginning shortly after 5:00 pm on 02jul2019, consistently reduced calculated average flow values below 3 lpm were recorded and occasionally dropped below 2.5 lpm to result in intermittent low flow hazard alarms. The reduced flows correlated with lower pump power values averaging at about 3.4 watts as well as elevations in calculated average pi values up to 11.5. Persistent low flow alarms were subsequently captured from around 6:30 pm through the end of the log file data the morning of (B)(6) 2019, at times dropping to 0 lpm. The low flow events did not resolve following a driveline disconnect or changes to the stored patient speed. Despite the captured low flow alarms, no abnormal low speed events or pump stoppages were noted throughout the log file data. Moreover, no elevated pump power values, elevated pump temperature values, or rotor instability events were recorded to suggest the presence of thrombus within the pump in contact with the rotor. The photographs submitted from the autopsy showed that the lumen of the inflow cannula was occluded with what appeared to be loosely clotted dark red blood in addition to what appeared to be a thick, developed accumulation of pink/tan tissue-like deposition on the walls of the inflow cannula, which appeared to be obstructing a significant portion of the blood flow path. Specific details regarding the texture, structure, and adherence of the deposition within the inflow cannula could not be conclusively determined based on the photograph. Moreover, it could not be conclusively determined via the photographs whether the deposition within the lumen of the inflow cannula developed as a result of poor surface washing due to a low flow event or an interruption in flow through the pump, or whether the deposition contributed to the low flow events recorded in the log file data. The thick tissue-like deposition on the walls of the inflow cannula seen within the submitted photographs appeared to have been removed prior to receipt of (B)(4). Upon receipt of (B)(4), examination of the lumen of the inflow cannula revealed only depositions of loose, pink tissue-like clotted blood. The sealed outflow graft was returned severed adjacent to the bend relief attachment clip and the remainder of the graft was not returned. The returned portion of the outflow graft material extending from the graft adapter measured less than one inch in length and showed no evidence of distortion such as twisting or kinking. The lumen of the outflow graft material and the graft adapter revealed loose, pink tissue-like clotted blood. The pump outflow portion of the pump cover was also occluded with loose pink tissue-like clotted blood. Upon disassembly of the pump housing, examination of the volute of the pump cover revealed fresh blood as well as thicker pink tissue-like clotted blood extending through the pump outflow. In addition, the vanes of the rotor revealed similar depositions of thicker tissue-like clotted blood. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The depositions observed within the returned device revealed little structure, showed no evidence of laminated layering, and were not adhered to the blood-contacting surfaces. Moreover, the depositions within the pump showed no evidence of denaturation. All of the observed depositions within the device appeared to have developed due to a low flow event or an interruption in flow; however, a specific cause for the low flow state could not be determined through the evaluation of the returned device. Moreover, the evaluation could not conclusively determine a duration of time for which the depositions were present in the device; however, the depositions appeared consistent with post-mortem blood remaining stagnant in the device for a prolonged period of time following withdrawal of support. No adhered or developed depositions or thrombus formations were observed during the evaluation of the returned device. The majority of the sealed outflow graft was not returned for analysis and the submitted photograph of a small section of the interior of the outflow graft only showed what appeared to be fixed blood; therefore, the presence of a potential developed thrombus formation within the severed portion of the outflow graft could not be determined through this evaluation. Following cleaning, the pump was reassembled and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists cardiac arrhythmia, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.